Manufacturer narrative:
Date sent to the FDA: 04/20/2011. (B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(6). Conclusion (B)(4): the actual device was returned for evaluation. The blade failed to rotate and advance as intended during the complaint evaluation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterectomy on an unknown date. During the procedure, the blade of the device stopped working three to four minutes into the procedure. A second device was opened and used to complete the procedure. There were no adverse patient consequences.